Event description:
It was reported per field service report: symptom-helium loss 3 alarm. Findings/action taken: the biomed technician reported helium loss 3 alarm. Ordered and replaced pneumatic control switch assembly. Biomed technician reported helium loss 2 alarm with no helium loss in standby @ 200mm of pressure. Ordered and replaced suspect pump assembly. Pump still has helium loss 2 alarm after 20 beats. Returning pump to shop for repair. They currently have a rental pump to use.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.